Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that as the promus stent delivery system, was loaded onto the guide wire, the stent was observed to be missing from the balloon. The dislodged stent was found on the table. A 2.75 x 12 mm promus stent was used to successfully complete the procedure. There were no pt effects. No additional event or pt info is available. (B) (4)

Manufacturer narrative:
(B) (4): results: product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system was not returned. The stent implant was returned with no blood or contrast visible. The entire length of the stent implant was fully expanded. There was no other damage noted to the stent implant. The stent implant outer diameter could not be measured due to the entire length being expanded as noted. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.